Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication. The customer also alleged bolus issue. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884l. Troubleshooting was performed and transmitter was out of warranty. No harm requiring medical intervention was reported. No product return is required for mmt-7841zw.

Manufacturer narrative:
Unit passed selftest. Communication between transmitter and pump functioned properly during testing, monitored with no lost signal alerts/alarms, error messages and slow connection anomalies noted during testing. Successfully downloaded history files and traces using thump. Unable to verify pump error alarms on event date or two days prior from event date due to the earliest records is on 08-apr-2025. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage noted on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, stained keypad overlay buttons, cracked case at belt clip rail corner, battery tube threads - cracked, and scratched case. No lost signal anomalies, error messages, and connection to sensor slow anomalies were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.